Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. According to the customer, the initial sample generated sars-cov-2 positive. The same sample with 2 additional re-collected samples were sent out to the virology laboratory and were tested using other platforms, (hologic panther, aus. Diagnostics and altona) ¿ all 3 tests were negative. Although requested it could not be confirmed if the lab actually used the three different tests or only used one or two assays for the retest. The positive result was released. No harm is alleged to date. The customer collected nasopharyngeal samples using naso mw951t3 virocult, which is not considered a recommended collection kit. The method sheet indicates that: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Review of the sample data showed low levels of amplification an indication that the sample is a low viral load near the limit of detection (lod) of the assay. Furthermore any results for samples near the lod of the test can be expected to waiver between positive and negative. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. (B)(4).

Manufacturer narrative:
(B)(4).